Manufacturer narrative:
No pt samples were returned for testing. Product support tested retained lot w48959 with negative control, calibrator z, positive control, calibrator h and two normal (apparently healthy) whole blood (edta) donors. No high or low bias, false positive, or false negative results were observed with any sample. No error codes or device issues were observed. All data points with cal z and both whole blood donor samples were below the mfg threshold of 0.05 ng/ml. No data points with cal h were above the mfg 2sd range. The customer complaint of a false negative result was not observed. Product support was unable to verify the customer's results and could not rule out any sample specific or environmental factors that may have affected analyte recovery. As of (B)(6) 2011, only one complaint has been reported for this device lot. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential (B)(6) troponin (tni) on the triage shortness of breath (sob) meter compared to the roche elecsys 2010. No other pt info provided.